Manufacturer narrative:
This report is submitted on february 27, 2018. (B)(4).

Event description:
It was reported that the patient experienced a loss of osseointegration, subsequently the device was explanted (date not reported). Re-implantation is planned but has not taken place as of the date of this report.